Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - 4580 sleepiness / drowsiness / somnolence.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient was feeling dizzy and sleepy. The patient checked his cgm reading was 400 mg/dl and no bg reading was documented at the time of the event. The patient¿s sister drove the patient to the hospital and the hospital took a bg reading which was 500 mg/dl. At the hospital the patient was treated with insulin intravenous. At the time of the report the patient was feeling well. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient went to the hospital. The reported glucose values fall within the b zone of the parkes error grid when the patient was tested at the hospital. No additional patient or event information is available.